Event description:
It was reported that a remote transmission indicated high and low atrial lead impedance, possible lead noise and high atrial thresholds. An in-office check was unable to re-produce the noise. A chest x-ray was ordered to verify lead placement and the device header connection; however, the cause of the issue was not able to be determined. The lead noise was not significant enough to warrant any intervention. The lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.